Event description:
It was reported to philips that the system crashed during use and the user was unable to re-register the patient, which may indicate a booting issue. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was crashed. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.